Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at an unspecified location. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, missing o-ring (reservoir tube), missing display window/cover, broken reservoir tube lip, broken battery tube threads, detached retainer, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, and minor scratches on window. Cosmetic damage was confirmed at the battery tube, retainer ring, keypad overlay and window by visual inspection where a cracked battery tube with broken battery tube threads were noted, missing retainer ring with missing o-ring noted, cracked keypad overlay with keypad overlay texture damage and missing display window/cover noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.